Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported approximately 11 years post the index procedure, aneurysm enlargement of approx. 7cm due to a suspected type ia endoleak was identified. Type iiib fabric tears were also observed throughout the main body. It is unknown if the type iiib fabric tears are confirmed to the main body or have occurred in the stent graft limb also. Per the physician the cause of the aneurysm enlargement is due to neck dilation and the cause of the type iiib endoleaks due to fabric/stent degradation. A secondary procedure was completed. Endoanchors were implanted before and after a non-mdt cuff was implanted and 16mm non-mdt limbs were also implanted bilaterally. No endoleak was visible on angiography following the intervention. No additional clinical sequelae were reported and the patient is fine.